Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the laser beam was observed to fire straight ahead after 154,311 joules and 38:03 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification and crystal deposits at output window; the metal cap exhibits severe charred detritus adhesion and crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks and moderate contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the reported issue "the laser beam deviated" was not able to be confirmed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Correction of probable root cause: probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.